Event description:
It was reported that a couple weeks after implant, the right ventricular (rv) lead exhibited varying impedances with the patient's arm in different positions. The pocket was opened, and it was determined that the lead pin had not been fully inserted into the device header. The pin was reinserted, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.